Manufacturer narrative:
Corrected information h6: medical device problem code a070908 is replaced by a160106 to better represent the reported false detection of loaded set. Baxter received and evaluated the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The issue was unable to be recreated during evaluation. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. The reported condition was not verified. The device was found to operate within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which had a false detection of a loaded set. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.